Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. H3 other text : device not returned.

Event description:
This event is for pain: it was reported through stryker facebook page: "after they used this robot and the hole in my bone where it hooked on down by my ankle is still there and painful." My knee replacement got infected after they used this robot and the hole in my bone where it hooked on down by my ankle is still there and painful. Caused me to need 3 total replacements and antibiotics pumped into my heart for 8 weeks and it's still a mess and more painful a year and a half after the third surgery.

Manufacturer narrative:
Reported event. An event regarding pain involving an unknown robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: product inspection cannot be completed as product is not returned for inspection. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
This event is for pain: it was reported through stryker facebook page: "after they used this robot and the hole in my bone where it hooked on down by my ankle is still there and painful.". My knee replacement got infected after they used this robot and the hole in my bone where it hooked on down by my ankle is still there and painful. Caused me to need 3 total replacements and antibiotics pumped into my heart for 8 weeks and it's still a mess and more painful a year and a half after the third surgery.